Event description:
It was reported that there was noise occurred in the combined medical device at the medical institution to which the hospital was transferred. Electromagnetic interference between the multifunctional electrocardiograph of the combined medical device and this product was suspected. The arrangement of the lead wires of the combined medical device could not be solved by keeping the lead wires away from the blood pump as much as possible. No health hazard occurred for this event.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported electromagnetic interference could not conclusively be established through this evaluation. It was reported that noise due to electromagnetic interference occurred between the multifunctional electrocardiograph of the combined medical device and the implanted heartmate 3. The arrangement of the lead wires of the combined devices could not be solved by keeping the lead wires away from the blood pump. No health hazard was reported with this event. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). No product available for investigation. The heartmate 3 lvas instructions for use (IFU) explains that the heartmate 3 pump may cause interference with implantable cardioverter defibrillators (icds). Prior to implanting an ICD or implantable pacemaker (ipm) in a heartmate 3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), and the hm3 patient handbook are currently available. The IFU contains warnings in the introduction, surgical procedures, and patient care and management sections that that the pump may cause interference with icds (implantable cardioverter defibrillators). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm (implantable pacemaker) in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.